Manufacturer narrative:
It was reported that the central nurse's station (cns) showed comm loss with gz devices (gz-130 and gz-140). No consequence or impact to the patients were reported. The customer indicated that the issue has been resolved. An application for logging was running on the enterprise gateway server, and once the customer closed that program, the gz devices service returned to normal. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices were being used in conjunction with the cns: gz-130 and gz-140 devices, (no model or serial numbers were provided) approximate age of device. No serial number was provided, so the age of the device in unknown.

Event description:
It was reported that the central nurse's station (cns) showed comm loss with gz devices (gz-130 and gz-140). No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at bayhealth-sussex hospital reported all of their gz telemetry units were showing communication loss. They were still able to monitor bsm's and see those on the network. Service requested troubleshooting/assistance service performed an application for logging was running on the enterprise gateway server. The application (debug view) was running too long, grew too large in memory usage, and crashed the unified gateway application. Once the program was closed, the gz service returned to normal. Investigation result the root cause is determined to be use of a logging program which caused the unified gateway application to crash. Issue was resolved upon closing the debug view program. Review of tickets opened at customer facility found no other issues for gz communication loss. No adverse trend is suspected at this facility. Corrected data: b2. Life threatening incorrectly selected on MDR initial. De-selected on MDR follow up 001 f9: approximate age of device. No serial number was provided, so the age of the device in.

Event description:
It was reported that the central nurse's station (cns) showed comm loss with gz devices (gz-130 and gz-140). No consequence or impact to the patients were reported.